Event description:
It was reported that the right ventricular (rv) lead shock impedance, pace impedance, and right atrial (ra) lead impedances have been gradually increasing and then decreased. The shock lead impedance reached greater than 125 ohms. No noise was noted. Technical services suggested that this may be related a change in health condition. The field representative was going to speak to the clinician regarding any health changes. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.